Event description:
Device malfunction: balloon rupture. Symptoms/ae: none. Time of malfunction: during use. It was reported that during a superficial femoral artery procedure, in a heavily calcified lesion, the fox plus balloon ruptured. There was no adverse pt sequelae reported. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B) (4). (B) (4). The device has been received; however, the investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A f/u report will be submitted with all add'l relevant info.